Event description:
The customer contacted physio-control to report that their device would not power on. This was found during the daily check of the device. There was no patient use associated with the reported event.

Manufacturer narrative:
The third party service agent evaluated the device and verified the reported failure. The third party service agent advised that they will be replacing the power pcb assembly, and after proper device operation is observed through functional and performance testing, the device will be returned to the customer for use.